Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. There was no impact to the customer's blood glucose. Reportedly, customer consulted with health care provider for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.